Manufacturer narrative:
The device was not returned for investigation. Initial inspection of the device was performed at the facility by a clinical engineer. It was determined that the measurable features of the device met all specifications and no material defects were detected. Upon further investigation, it was determined that the overall length could not be assessed due to the fracture. However, the witnessed marks left on the shaft by the bearings in the attachment indicated that the length was appropriate for the proper function. It was determined that no defects related to the design or manufacturing were detected. Therefore, the reported condition was confirmed. It was determined that the burr device was exposed to excessive side load which caused the device to fracture. The assignable root cause was of the component damage was determined to be due to user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The reporter stated a report has been filed. The reporter was unable to provide a report number or confirm if the report was internal or a voluntary user report. Initial inspection was performed at the facility by a clinical engineer. According to the inspection, it was determined that the measurable features of the device met all specifications and no material defects were detected. The reporter was unable to verify if the device would be returned for evaluation. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an emergency craniotomy surgical procedure, while the surgeon was using the burr device to re-attach the dura, it was observed that the burr device broke. According to the report, at some time during the process, the burr device broke. It was reported that the fracture of the burr device resulted in surgical prolongation of 30 minutes to locate and remove the burr fragment. The reporter stated that the surgeon had to use the ¿c-arm¿ to retrieve the broken piece of the device. It was further reported that the burr fragment was removed prior to the surgical incision closure. It was reported that the patient later died from aneurysm. The report indicated that the patient was ¿in rough shape to begin with.¿ according to the reporter, this was a weekend emergency procedure which occurred in the middle of the night between the period of (B)(6) 2016. The exact date of the patient¿s death was not reported. The reporter was unable to provide additional information regarding the event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon subsequent follow-up with the customer, additional information was received. The reporter stated that during the crani procedure for a cranial bleed, while burring the hole, the top was noted to be missing from the fluted router and after fluoro, the tip was noted to be lodged behind the patient's eye and was then retrieved. The patient expired. It was reported that the patient was a 92 year old male. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.